Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Performance testing was conducted at a 1:1 ratio (7l/min blood gas flows) the results were as follows: ¿ 188 mmhg blood side pressure drop. Conclusion: reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the pressure increased rather rapidly over the course of 10 minutes. They started around 240mmhg at flow of 5lpm, and by the 10 minute mark on pump, they were greater than 300mmhg at flows of 3lpm. The drugs used in prime were 25g mannitol and 10,000 units of heparin, with ringer lactate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement (avr) procedure, there was an alleged issue with a fusion oxygenator. Pre-membrane pressures exceeded 300 mmhg with flows of 2.0 lpm, and post-membrane pressure was 99 mmhg. The patient's activated clotting time (act) was recorded at 650 seconds. Initial pressures were around 240 mmhg, and act was 656 seconds. Line pressures rose to over 300 mmhg, and pre-oxygenator pressures were over 300 mmhg, while post-oxygenator pressures were around 65 mmhg. Platelet count was 141, pre-anticoagulant act was 158 seconds, and pre-cardiopulmonary bypass (cpb) act was 706 seconds. Troubleshooting included adjusting the cannula and using transesophageal echocardiography (tee) for guidance, but no change was observed. The team came off bypass and installed a post-oxygenator pressure transducer, which read around 100 mmhg at 3 lpm. Despite zeroing pressure transducers and attempting to go back on pump, pressures remained high. The product was changed to a new one, and the procedure was completed without further issues. No patient complications have been reported as a result of this event.